Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during troubleshooting of the ilet system paired with a dexcom g7 sensor. The device remained in pairing mode with intermittent signal loss, and the user was instructed to toggle cgm settings from g6 to g7 and confirm the pairing code while the sensor completed its warm-up. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued monitoring while awaiting sensor pairing completion. Investigation included technical support review and user education on device setup and sensor warm-up. Investigation of this case revealed that the sensor was still in its warm-up phase, contributing to delayed pairing and signal acquisition. It was concluded that the event was related to setup and pairing behavior during sensor warm-up, with no device malfunction confirmed.